Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms and elevated pacing impedance measurements, which were not out of range. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.